Event description:
It was reported that the programmer was displaying an error for invalid data when the caller was attempting to view a treated episode. The device files were reviewed, and it was determined that the programmer's software had invalidated the episode because it involved both an accelerating and a decelerating heart rate. The caller was provided with information on the progression of the episode events and was informed that flashback data showed the onset of the episode. The programmer remains in use. No patient complications have been reported as a result of this event.